Event description:
It was reported that the deep brain stimulation (dbs) patient was seen by the physician for a routine follow-up appointment. The physician determined that the patient was in imminent risk of skin perforation behind the ear due to a loop of the lead extension. The patient underwent a revision procedure to remove the loop by stretching the extension. The patient was doing well postoperatively.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: dbs-extension, upn: m365nm3138550, model: nm-3138-55, serial: (B)(6), batch: (B)(6).